Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were noise episodes detected on the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and advised the noise was likely related to electromagnetic interference. No intervention was taken and the patient was stable with no consequences. Related manufacturer report number: 2017865-2018-05535.